Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clip on the pump case does not grip well causing the infusion set to be pulled out. Additionally, it was reported that occlusion alarms occurred. Customer's blood glucose level was not impacted.